Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up phone call the customer reported that the insulin pump went to threshold suspense because the sensor indicated that the customer was having low blood glucose, which was not the case. The customer did not recall the exact blood glucose value but stated that the threshold suspend was set to 60 mg/dl. The blood glucose at the time of the phone call was unknown. The customer also stated that they were having trouble with the sensor and getting it to work properly because the sensor was not staying in securely. But, they stated that putting extra tape on the sensor solved the issue. Nothing further was reported.